Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly and shuts off when it gets to about 25% for the past 6 months. Review of pump data by tandem technical support showed the pump battery depleted from 35% to 5% after being connected to a power source on (B)(6) 2017. Customer reported blood glucose level was not impacted. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.